Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The return of the device may have aided the investigation in determining a cause for the product experience. To ensure this type of experience is not the result of a potential product related deficiency, samplings of finished devices are tested to verify functionality of the device. It should be noted that the reported use of proglide device in a calcified artery is inconsistent with the instructions for use (IFU). The IFU, under special patient population, indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. It was reported that a needle-to-cuff miss occurred, which can be influenced by many factors such as, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the product experience could not be verified. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there do not appear to be any indications of a product quality deficiency. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure the trajectory of needles in order to prevent this type of product experience.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - patient selection represents use of the proglide device a heavily calcified common femoral artery. The instructions for use state under special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. In addition, calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that will result in unsuccessful vessel closure. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information. The second proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that after an interventional procedure through a 6f procedural sheath, arteriotomy closure of a heavily calcified common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed and a second proglide was attempted; however, a needle-to-cuff miss also occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient effects. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.